Event description:
After doing a fluid-fluid connection, the physician reported that they were unable to stop air bubbles from going into a medrad syringe while pulling back on the syringe. A high pressure stopcock was then tried which didn't fix the problem.